Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The data file was returned and analyzed. One patient file received and recorded on the reported date of the event. The patient file showed nine applications were performed using a balloon catheter identified as (B)(6) of lot number 15235. The patient file did not show any system notice on the reported date of the event. The failure file has not been received. In conclusion, the reported phrenic nerve injury (pni) occurred during the procedure and could not be confirmed through data analysis. There is no indication of a relation of the adverse event to the performance and malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, another manufacturer¿s product was used to map the superior vena cava (svc). Then it was replaced with another manufacturer¿s quadripolar catheter and paced distally. The phrenic nerve was captured. The right inferior pulmonary vein (ripv) was ablated twice and there was no change to the phrenic nerve. During repositioning to move to the right superior pulmonary vein (rspv) the quadripolar catheter was noted on fluoroscopy to be in the location of the left brachiocephalic vein, which was not originally apparent on the three-dimensional mapping system. The quadripolar catheter was repositioned to pace the right sided phrenic nerve and it was unable to capture. Troubleshooting included pacing a wide bipole on the quadripolar catheter, confirming pacing at maximum output, pacing at various locations along the svc, and attempting to pace with another manufacturer¿s mapping catheter instead, but were unable to pace the phrenic nerve. The case was converted to radiofrequency (rf) using another manufacturer¿s product and completed. The phrenic nerve was visualized on intracardiac echocardiography (ice) and noted to be more posterior than typical anatomy. The following morning the patient was observed to have an elevated right hemidiaphragm on xray. No further patient complications have been reported as a result of this event.